Manufacturer narrative:
Additional information: d9. The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Broken- the button appears to be broken off. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent. General cleanliness - the returned device appeared to be partially clean. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the root cause could be due to excessive bruxism which could have caused to break off. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional information was requested from the initial reporter but no information has been received to date. The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the knob on the posterior teeth fractured and was a clean break on a silent nite 3d device. No additional information was reported.